Event description:
Reporter indicated his lead came off the vagus nerve approx 3 months after the implant. The pt began experiencing muscle twitching in his neck. The pulse generator was reportedly inactivated 32 months after the implant and the pt no longer felt the muscle twitching. The pt recently underwent lead revision surgery. However, it is unk at this time if the lead was explanted, replaced with a new lead, or re-attached to the vagus nerve. The cause of this event is unk; the event is currently being investigated.

Event description:
Further follow-up revealed that the patient's entire lead was replaced during revision surgery. The cause of the event cannot be determined because the lead was discarded and will not be returned to device manufacturer for analysis.

Event description:
The device had been turned off approx one month prior to the surgery. It was also reported that only the lead was replaced during surgery. The surgeon reported that during the revision surgery, he observed a lot of fibrosis around the old lead/nerve interface and so he clipped the electrodes and implanted a new lead. The surgeon also stated that during the procedure he did not find any gross anamalies with the old lead and that the lead did not come off the nerve as the pt initially alleged. The surgeon further commented that he believes the fibrosis had kept the lead helicals firmly in place. The pt had complained of twitch with his sternocleidomastoid muscle during vns stimulation; this was the reasons for the revision surgery. The device was turned on after the surgery. Post-surgery, the pt complained of headaches, which reportedly resolved.